Manufacturer narrative:
On (B)(6) 2025 immucor confirmed the k antigen on all k positive cells of retention crrid lot id484 by capture method using retention anti-k lot 054045. Controls performed as expected and all k positive cells resulted positive as expected. All other cells resulted negative. On (B)(6) 2025 immucor confirmed the fya antigen on all fya positive cells of retention crrid lot id484 by capture method using retention anti-fya lot 055045. Controls performed as expected and all fya positive cells resulted positive as expected. All other cells resulted negative. On (B)(6) 2025 immucor confirmed the fyb antigen on all fyb positive cells of retention crrid lot id484 by capture method using retention anti-fyb lot dl22132. Controls performed as expected. All fyb positive cells except cells 5 and 6 resulted positive as expected. Cells 5 and 6 are designed as weak on the masterlist. Limitation listed on the masterlist states "an antigen designed with a "w" represents a weakened expression of the antigen that may or may not react with all examples of the corresponding antibody". All other cells resulted negative. On (B)(6) 2025 immucor confirmed the jka antigen on all jka positive cells of retention crrid lot id484 by capture method using retention anti-jka lot 121618f. Controls performed as expected and all jka positive cells resulted positive as expected. All other cells resulted negative. Retention product performed as expected. On (B)(6) 2025 immucor confirmed the k antigen on all k positive cells of return crrid lot id484 by capture method using retention anti-k lot 054035. Controls performed as expected and all k positive cells resulted positive as expected. All other cells resulted negative. On (B)(6) 2025 immucor performed an antibody screen on the echo with return samples (B)(6) using retention capture-r ready ID lot id484 and retention capture-r indicator cells lot 221756. Controls performed as expected. Return sample (B)(6) resulted equivocal with cell 3 (visually negative) 1+ with cells 4, 8, 11, 12, and 13 and 2+ with cell 9. All other cells resulted negative. Return sample (B)(6) resulted equivocal with cells 1 and 2 (both visually negative). All other cells resulted negative. Return sample (B)(6) resulted equivocal with cell 1 (visually negative). Our investigation did not identify a product deficiency. The internal immucor reference for this event is pr# (B)(4).

Event description:
On (B)(6) 2024 a customer reported unexpected negative antibody screen and ID results on echo lumena instrument.